Event description:
It was reported, the patient had experienced a shocking sensation at the pocket site since implant. The patient further reported that ¿when he tried to charge it could feel worse than just normal use.¿ though the patient noted there was no positional variance with the shocking sensation, they did report that occasionally the sensation would go away. The implantable neurostimulator (ins) was palpated at the time of reported and was noted to be ¿too uncomfortable for the patient.¿ the issue was reportedly ¿remedied¿ when the ins was off. Impedance testing found impedance values to be ¿within a good range.¿ as a result of the shocking sensation the patient experienced, the ins was replaced three days after the initial report. There were no patient complications associated with the event and the patient was reportedly alive with no injury following the replacement procedure. Following the replacement of the ins, the patient¿s new ins was reprogrammed and it was noted, the patient was receiving ¿excellent paresthesia coverage in the affected areas.¿ it was additionally noted ¿there was no shocking sensation in the pocket¿ with the patient¿s new ins. A supplemental report will be filed if additional event information is received.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.